Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a total knee arthroplasty procedure on (B)(6) 2019 and barbed suture was used. The needle was detached from the suture during use. It was not a control release needle. The operation time was extended within 30 minutes. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint #: (B)(4). Device evaluation summary: it was received for analysis an empty opened foil and a dispensed needle-suture of product code: sxpp1a404, lot: pg6903. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. The suture was examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. Per the condition of the sample, no performance pull off suture needle was found, and the tested samples met the finished goods requirements.